Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -9.5 into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023, due to low vault. In a separate surgery that day a longer length lens was implanted and the problem was resolved. Cause reported as unknown.